Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device caused or contributed to the event is not zimmer biomet product. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
(B)(4). Concomitant medical product: therapy date unknown. Report source, foreign ¿ event occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on unknown date. Subsequently, the patient has been indicated for revision of the acetabular cup due to unknown reasons. No further information has been provided.